Event description:
It was reported on (B)(6) 2025 a 3mm x 6mm amplatzer duct occluder ii was selected for implant using a non-abbott delivery sheath. During the procedure the occluder took on a cobra shape. Multiple attempts were made to re-deploy the occluder, however the unusual shape maintained. The occluder was not released from the delivery cable. The occluder was removed from the patient. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. It was indicated that the multiple attempts were made to re-deploy the occluder, however the unusual shape maintained. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 3mm x 6mm amplatzer duct occluder ii was selected for implant using a non-abbott delivery sheath. During the procedure the occluder took on a cobra shape. Multiple attempts were made to re-deploy the occluder, however the unusual shape maintained. The occluder was not released from the delivery cable. The occluder was removed from the patient. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity was reported. The investigation at abbott found that there were no visible anomalies noted, including no device deformation. The state of the returned component, due to the fracture damage, functional testing was precluded. The device was sent to science & technology lab (s&t) for further analysis, and it was found that a single long wire from the distal disk and a red polymeric fiber from the proximal joint with sharp bends in the wire. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from field indicated that multiple attempts were made to re-deploy the occluder. The root cause of the damaged wires could not be conclusively determined, however is consistent with forceful attempt to retract the device. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The cause of reported deformation could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: type of investigation: 4113.

Event description:
It was reported on (B)(6) 2025 a 3mm x 6mm amplatzer duct occluder ii was selected for implant using a non-abbott delivery sheath to treat a patent ductus arteriosus (pda). During the procedure the occluder took on a cobra shape. Multiple attempts were made to re-deploy the occluder, however the unusual shape maintained. The occluder was not released from the delivery cable. The occluder was removed from the patient. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. It was indicated that the multiple attempts were made to re-deploy the occluder, however the unusual shape maintained. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.